Event description:
During a surgical procedure, the car device was loaded by a nurse, and placed on the stand. When the device was picked up to use, the physician noticed that the ring was in the process of falling from the device. Another device was opened and used successfully.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files indicated that the device was released according to the product specs. The device was returned and evaluated. No failure was detected and the device was found to be within its specs. The event was most probably related to user mistake.